Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that the balloon was broken. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon was broken upon third inflation at 24-26atm for 30-60 seconds. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.